Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The pt's vessels have disease progression resulting in aortic neck dilatation, and 60 degrees aortic neck angulation. It was reported during the initial implant, the stent graft may have been placed lower then intended, the initial case was emergent due to the ruptured aneurysm. It was reported 24 months post stent graft implant the stent graft has migrated resulting in a type I endoleak. The aortic neck has a reverse funnel, the diameter at the renal is 21 mm and down the aorta to the aneurysm sac is 33 mm in diameter. The physician elected to treat the pt with four aneurx aortic cuffs. No additional clinical sequelae have been reported and the pt is fine.

Manufacturer narrative:
Eval results: (migration), (disease progression resulting in aortic neck dilatation and 60 degrees aortic neck angulation), (device is not indicated for treatment of a ruptured aneurysm). Conclusion: (disease progression resulting in aortic neck dilatation and 60 degrees aortic neck angulation), (device is not indicated for treatment of a ruptured aneurysm).